Manufacturer narrative:
H11, h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The electrode is gone, only very minor portions of the stand remain inside the spacer. Not enough of the electrode remains to determine how it came off. Functional evaluation revealed not enough of the electrode remains to test the device. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an undated photo of a metal fragment was provided for review; however, we are unable to confirm if the fragment is from the device. Based on the limited information provided, the clinical root cause of the reported electrode fracture could not be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution to, ¿check the wand tip periodically to ensure the electrode is intact and the wand is functioning as intended. If the electrode is not intact, discontinue use and check the joint cavity by appropriate means.¿ the root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the worn electrodes and material fragmentation includes activating the device above recommended settings for prolonged periods of times, pressing the tip against hard or bony surfaces, fluid management or using the device as a lever to enlarge surgical site. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a buttock muscle contracture surgery, the electrode head of the super multivac 50 icw fell off after 10 minutes of use. Some of the metal pieces were recovered, but there was remaining ones that could not been found. The procedure was completed with a smith and nephew back up device with a surgical delay greater than 30 minutes. No injury, harm or complications were reported, the patient is doing fine. During a following up examination, it was not possible to found remaining fragments.

Manufacturer narrative:
H11: internal complaint reference: case (B)(4). H2: additional & corrected information on: b1, b2, b5, h1 (type of reportable event), h6 (clinical code- impact code).

Event description:
It was reported that, during an arthroscopic resection of bilateral gluteal muscle spasms and contraction lesions, with release of the gluteus maximus, tensor fascia lata, and iliotibial tract, a small number of metal fragments from the super multivac 50 wand were identified approximately 20 minutes into the procedure. A subsequent c- arm fluoroscopy was performed, and no residual metal discs were detected. After the surgeon continued to search for the expanded range of the surgical field but failed, the touring nurse searched within the surgical operation range and negative pressure suction device but did not find any fragments. Following the advice of the surgeon and no residual metal fragments were found in the body, the incision was closed. The patient is currently recovering well, and no metallic foreign bodies were visible on postoperative x-rays. The procedure was completed with a smith and nephew back up device with a surgical delay greater than 30 minutes. No further complications were reported.